Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient had their catheter revised on (B)(6) 2020. The patient stated that "usually, the pump is always put below the incision but this one was put directly underneath the incision so that put a lot of stress on the incision site, so a section of the incision never healed properly and I had holes in it even months after surgery. The patient stated they had an infection and due to this infection, they "then had to go back in on (B)(6) to have the pump and catheter taken out and a new pump and catheter put in, and this time, they put it in on the left side".